Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Vyaire field service representative evaluated the device onsite. Could not duplicate the problems. Performed ovp and performance check, all passed. All work accomplished per vela service manual. The unit passed as per vela service manual.

Event description:
The customer reported to vyaire that the vela ventilator experienced volumes readings got low while in use on a patient. The customer advised that the patient was moved to another ventilator and there was no patient harm associated with this event.